Event description:
Customer's father called to report that the insulin pump alarmed during the rewind process. The blood glucose reading is over 300 mg/dl. Advised caller the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No prime alarm noted.